Manufacturer narrative:
Catalog number was changed to 02p36-25 from 04j27-25.

Manufacturer narrative:
Further investigation of the customers issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Review of the information provided by the customer indicated nonreactive results were obtained days after reactive results were seen with the architect hiv ag/ab combo assay. The customer indicated this case demonstrates a rare occurrence of seronegative hiv infection likely due to the patient presenting during the p24 antigen window period of early infection while not yet developing antibodies to the virus. Review of complaint activity determined that there was normal complaint activity for likely cause lot 67040li00. A review of tracking and trending reports did not identify any adverse or non-statistical trends for the architect hiv ag/ab combo assay. Sensitivity testing of lot number 67040li00 could not be performed, as the lot expired 08may2017. No non-conformances, potential non-conformances or deviations were associated with the likely cause lot. Labeling was also reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hiv ag/ab combo assay was identified. Update 18jul2017: a lot number was provided by the customer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false negative results were obtained for one patient while using the architect (B)(6) combo assay. The following information was provided: on (B)(6) 2017: architect (B)(6). On (B)(6) 2017: architect (B)(6). On (B)(6) 2017: architect (B)(6). No adverse impact to patient management was reported.